Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient was explanted due to pocket pain. The physician noted the patient was very thin which may have contributed to the pocket pain. There are no reports of further complications following the explant and the patient has recovered without sequelae.